Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided images reveals the device is missing the suture and anchors. The device has been actuated. No physical damage visible to imaged device. A visual inspection revealed the device was returned outside of original packaging without anchors and suture. The actuator has been fully actuated. No physical signs of damage to device. A functional evaluation revealed the actuator functions as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during use instruments inside the patient in a meniscus repair, the t2 fast-fix anchor fell off, t1 was removed form the patient. The procedure was completed with a s+n back-up device. It is unknown if there was a delay. No other complications were reported.